Manufacturer narrative:
Results: the pet lock was separated approximately 3.0 cm on the proximal end of the pusher assembly and the pull tube was retracted from the end of the pusher assembly. The pusher assembly was kinked approximately 7.0 cm and 108.0 cm from its proximal end. The pull wire was retracted from the pusher assembly distal detachment tip (ddt) and the embolization coil was detached from the pusher assembly. The proximal constraint sphere was intact with the embolization coil and embolization coil had offset coil winds along its length. Conclusions: evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly and revealed that the pet lock was broken and separated at the end of the pusher assembly. If the pet lock is forcefully mishandled during the procedure, it may become broken and separated. If the pet lock is separated, the pull wire will likely be retracted from the ddt and the embolization coil will detach from its pusher assembly. Further evaluation of the device revealed that the embolization coil had offset coil winds and the pusher assembly was kinked. These damages were likely incidental to the complaint and could have occurred during packaging for return to penumbra. The reported resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
He patient was undergoing a coil embolization procedure in the internal mammary artery using pod packing coils (pod pc) and non-penumbra microcatheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician experienced resistance after advancing a pod pc in the hub of the microcatheter. It was also reported that the pod was moved back and forth several times. The physician then decided to remove the pod pc; however, while retracting, the pod pc unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed and the coil was flushed out. The procedure was completed using additional pod pcs, six other coils and the same microcatheter. There was no report of an adverse effect to the patient.